Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed pump error cannot clear alarm because pump keypad is not responding. The customer¿s blood glucose level was 210 mg/dl at the time of incident. The insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
Device received with button error alarm and had unresponsive bolus express and act buttons due to corroded keypad traces. Unable to perform operating currents, self-test, a21 error test and displacement test or verify a21 alarm due to unresponsive button.